Event description:
Caller reported that occlusion alarms occurred. Customer's blood glucose level was 555 mg/dl. Elevated bg was addressed by correction bolus via pump. The customer changed the infusion set and cartridge and resumed insulin.